Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that an ar-8771-0322t dynanite plate broke post-operative. The date of the primary procedure was (B)(6) 2021 for a tmt fusion. This procedure took place at united same day surgery center, arthrex account # (B)(4). Date of revision is unknown.

Manufacturer narrative:
Complaint confirmed. Visual evaluation of the x-ray identified that the plate had fractured. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.